Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the hospital after receiving an alert, post-paced t-wave oversensing was observed. Programming changes were made. The patient was fine before, during, and after the event.